Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a loose dovetail. Upon additional follow up it was reported that the dovetail was "loose but not extremely loose" and he wanted it tightened so it would not happen in the future. No patient harm occurred.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative replaced the screws on the dovetail to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the screws on the dovetail. However, how or when the screws became nonconforming cannot be determined conclusively. (B)(4).